Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump was alarming no delivery, does not keep any data, and has cracks on the bottom. Customer states when they download information it does not show customer has done any corrections. Customer blood glucose was 360 mg/dl, treated with manual injections. Cracks are located at the edge of the screen on the right. Customer was unaware how damage occurred. Customer's blood glucose at the time of no delivery alarm was 500 mg/dl, treated with manual injection. Customer stated she changed her set 20 times. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.